Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 2.

Event description:
The stable chamber filter is too close to the end of the tubing and the tubing kinks, then the filter becomes clogged. The doctor has stated this has occurred previously with other lots however no details are available.